Event description:
A user facility biomedical technician (biomed) reported that the blood pump rotor on the 2008t machine cut through the fresenius combi set bloodlines during a patient¿s hemodialysis (hd) treatment. The biomed stated that one of the tubing guide plastic pieces came loose, was deformed, and is falling off of the rotor assembly. Upon follow up with the clinical manager (cm), it was confirmed that the event occurred during the patient¿s treatment and the machine did provide air detected alarms to alert the staff to the issue. The cm stated that the issue was visually observed by the medical staff. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. The cm stated that the bloodlines appeared to have been torn by the machine. The cm confirmed that the patient¿s estimated blood loss (ebl) was approximately less than 5 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a different machine with new supplies. The blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. The rotor has been returned for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the bloodline was not returned for investigation. The rotor was returned with one of the rear sleeve (guide sheave) loose and broken. The sleeve can be easily removed from the guide pin and there are signs of debris on the pin. There are no other discrepancies with the rotor assembly. Install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. The broken sleeve dislodged from the pin and was rubbing against the rotor housing creating a loud ¿knocking¿ noise during testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is confirmed.

Event description:
A user facility biomedical technician (biomed) reported that the blood pump rotor on the 2008t machine cut through the fresenius combi set bloodlines during a patient¿s hemodialysis (hd) treatment. The biomed stated that one of the tubing guide plastic pieces came loose, was deformed, and is falling off of the rotor assembly. Upon follow up with the clinical manager (cm), it was confirmed that the event occurred during the patient¿s treatment and the machine did provide air detected alarms to alert the staff to the issue. The cm stated that the issue was visually observed by the medical staff. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. The cm stated that the bloodlines appeared to have been torn by the machine. The cm confirmed that the patient¿s estimated blood loss (ebl) was approximately less than 5 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a different machine with new supplies. The blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. The rotor has been returned for physical evaluation by the manufacturer.